Event description:
Emt, calling for customer, alleged customer had performed 12-15 blood glucose tests ranging from 32 mg/dl, to 500 mg/dl back to back (no timeframe given) when tests were performed on the advantage system. The location in which the tesing was performed was not provided. Emt performed blood glucose test of 34 mg/dl on professional meter 15-20 minutes after arriving on-scene. Emt treated customer with food. Customer was not hospitalized. A request was made for the return of the suspect device and replacement product was sent.